Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 5.0 device for mechanical circulatory support. The complainant reported that a high purge pressure system blocked alarm was observed on the impella device. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.